Event description:
78-yr old pt with non-traumatic back pain, placed on ferno-washington 29m cot. Head raised to semi-fowlers position. After a few mins in that position, backrest dropped to flat position. Pt yelled in pain and seemed to be in more discomfort. Cot maintenance personnel were contacted on 12/3/97. Cot evaluated and repaired.